Event description:
It was reported that the patient was seen for a consultation due to a failure of the ambicor penile prosthesis. An MRI indicated the prosthesis was observed without fluids.

Event description:
It was reported that the patient was seen for a consultation due to a failure of the ambicor penile prosthesis. An MRI indicated the prosthesis was observed without fluids additional information received indicated the onset of symptoms was november 02. The patient had an erect penis and was unable to deactivate the prosthesis. There was no loss of fluid. The ambicor was removed and replaced with a cx inflatable penile prosthesis. The patient condition was reported as stable.